Event description:
August 22, 2006 it was initially reported that a patient had a pocket fill at refill. The following month, additional information received from hcp indicates the patient had a refill of their intrathecal infusion pump with clonidine-morphine mixture (no concentrations available). The patient had no symptoms post-refill. The patient was monitored for 30 minutes and then the patient left the clinic. Approximately one hour later, the patient became unable to speak. They were admitted to the hospital where they also experienced some confusion. The morphine/clonidine mixture was removed from the patient's pump and replaced with just morphine. The patient was again monitored and did not experience any respiratory difficulties. The patient recovered without sequela, returned home and continues to do well.